Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was loading normally but did not get loose from the injector and came out when the injector was taken out of the eye. Another iol was used and that worked normally. Additional information has been requested.

Event description:
Additional information was received stating there was no patient harm and scheduled procedure was cataract.

Manufacturer narrative:
The product was not returned. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The instruction for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information was provided in the file that "when injecting the iol, the lens is loading normally, but doesn't get loose from the injector and comes out when injector is taken out from eye. Another iol was used and worked normally". Based on the information provided in the file of the event, it may suggest that the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. It is difficult to make a final determination without evaluation of the physical sample. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).